Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient presented with epistaxis with reports of blood from nose and splitting up blood. A complete blood count (cbc) and basic metabolic panel (bmp) coags was performed however no evidence of active bleeding. Nose clamp and oxymetazoline spray was done. No further information was provided.